Manufacturer narrative:
The insulin pump had blank display due to broken solder joint on interface board. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window and partially broken off reservoir tube lip.

Event description:
The caller reported via phone call that the insulin pump had a blank display even with replacement battery cap. The caller also reported that the insulin pump was chipped off on the reservoir compartment. The customer's blood glucose was 177 mg/dl at the time of incident. The caller reported that the insulin pump was dropped. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.